Manufacturer narrative:
The customer did not approve service.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the backup alarm failed. No patient involvement reported.